Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat variceal bleed performed on (B)(6), 2023. During the procedure, the handle was rotated; however, the bands could not fully deploy off the ligator. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.